Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer could not remember any insulin administration amounts or food intake. When the emts arrived, they tested the consumer using their unknown blood glucose meter getting a result of 25 mg/dl. The consumer was treated with IV and was not transported to the hospital. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation.